Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump quit filling the tubing and had not alarmed for anything. The customer had a high blood glucose of 300 mg/dl. The customer saw pockets in the tubing. The issue was not resolved with a set change. The customer reported having to treat more often over the last few days. The drive support cap was normal and recessed. The customer found air bubbles in the tubing and reservoir and was advised to prime them out. The customer was advised to store the insulin at room temperature to prevent degassing. The customer did not want to continue troubleshooting.